Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated that the joystick is acting wonky. She states that the joystick is shutting off on its own and when they turn it back on it will work fine for a little bit.